Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not feel stimulation. When attempting to check the situation by opening the therapy app, the usual therapy screen did not appear. A reset of the handset and communicator was performed. The following message was displayed: "a power-on reset of the stimulator has occurred. Please check the battery level of the device. Stimulation has been turned off." Another reset was performed. When the therapy app was opened, the usual screen appeared. Since stimulation was turned off, it was adjusted to 1.7, and it was confirmed that there were no health concerns. The patient was advised to continue monitoring the situation for the time being. Additional information was received from the manufacturer representative (rep) on 2026-feb-16. The rep stated it was unknown if the cause of the power on reset (por) was determined, and the most likely cause was also unknown. No actions were planned to resolve the issue. However, it was noted that the stimulation was back on, so it was considered as resolved.